Manufacturer narrative:
Root cause: alteration of staining in this case was due to improper operation of the heater on the slide carousel. Alteration of assay and staining in this case was not confirmed. Failure mode description: as no malfunction were found after completion of investigation; the failure mode could not be verified as an instrument or product specific malfunction. Therefore, this report is being filed as part of agilent's commitment to due diligence reporting.

Event description:
Customer complaint record reported the event as follows: target temperature issue. No direct or indirect patient harm or user harm have been reported.